Manufacturer narrative:
The device was returned and analyzed. The returned device indicated a firmware error message/code. Analysis of the device memory indicated a power on reset occurred on (B)(6) 2014.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) incorrectly measured battery voltage. The device was explanted and replaced. Additionally, the left ventricular (lv) lead was capped and replaced due to dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The returned device indicated a firmware error message/code. Additionally, the analyst commented an illegal address power on reset (por) occurred on (B)(6) 2014. (B)(4).